Event description:
The clinician reports the implant was inserted (B)(6)2015 in fdi 36 of the patient's mouth. On 2019-03-11, loss of osseointegration was verified. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.